Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported the cause was no known. Doesn't work sometimes.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was caller says that the patient needs an MRI and CT scan, and they need to know if patient is head or full body eligible. Reviewed MRI and CT scan compatibility. Pt rep will call back when they are with the patient for help getting into MRI safe mode. Pt rep said the patient is having problems, stating that "sometimes it doesn't turn on", but caller doesn't know what patient means by that, and doesn't have any other info but says it started "recently". Caller says patient got a new controller last year around august or september. Pt rep requested hcp listings. Emailed hcp listings to patient reps email. Pt rep will call back when they are with patient to troubleshoot the issue. Daughter called regarding the patient needing a CT and MRI. Agent walked caller through MRI mode however pt is seeing a code 04607101010. Agent reviewed showing abandon leads and directed to an hcp. Agent sent email to the mdt reps.